Manufacturer narrative:
Date sent to the FDA: 08/30/2017. (B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. No specific patient information regarding events has been provided. Attempts are being made to obtain the following information. If further details are received at the later date a supplemental medwatch will be sent. ¿ were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Does the surgeon believe that ethicon products / interceed involved caused and/or contributed to the adverse events described in the article, specifically: seroma? Minimal pelvic adhesion? If yes, provide details of event and specific suture product code.

Event description:
It was reported in a journal article that the patient underwent a laparoscopic strassman metroplasty procedure on unknown date and the absorbable adhesion barrier was used to cover the site of the uterine incision. A repeat hysteroscopic and laparoscopic examination was performed three months later. The filmy adhesion of the uterus to omentum was noted and easily released with scissors at the second surgery. Additional information has been requested.